Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital with inappropriate shock for svt. Programming changes were made. The patient was stable after the event and will continue to be monitored.